Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon popped. The procedure was completed with another cre pro wireguided dilatation balloon however, it was reported to have been prolonged due to this event. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.